Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e2010 needle stick/puncture labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was brought to the emergency room due to a suspected retained sensor wire in her skin. According to her, the patient inserted 2 sensors in which both sensors failed. Upon their removal, there were no sensor wires inside. The nurse that reported the event confirmed that they could not see or feel any wire under the skin. The patient reported no pain, discomfort, bruising, or visible/palpable wire at the insertion site. However, there was redness and swelling noted at the insertion site. The patient stated that this was her typical skin reaction to the sensor adhesive. On 07/14/2025, it was confirmed that no wire was seen on the result of her x-ray taken the day prior. However, she was prescribed antibiotics as part of her treatment. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.